Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed for this product at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2016-10428, 1221934-2016-10429, 1221934-2016-10430. Device not received.

Event description:
The sales rep reported that during an acl meniscal repair procedure one of the customer's ominspan meniscal repair 12-degree and first meniscal deployment gun, the 12 degree popped off into the knee when trying to implant the second implant. The sales rep stated that the needle was removed from the patient with no further issues and the first implant was left in. The sales rep reported that when trying to connect the second omnispan meniscal repair 12 degree the device would not connect right. The sales rep stated that when opening up a second meniscal deployment gun the spring is bent and we¿re unable to use the device. The sales rep reported that the surgeon completed the procedure by moving over and using a third gun with a third needle with no patient consequences but there was a 15 minute delay in the case. The sales rep could not provide any lot numbers for the devices. The devices will be returning for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2016-10428, 1221934-2016-10429, 1221934-2016-10430.

Event description:
The sales rep reported that during an acl meniscal repair procedure one of the customer's ominspan meniscal repair 12-degree and first meniscal deployment gun, the 12 degree popped off into the knee when trying to implant the second implant. The sales rep stated that the needle was removed from the patient with no further issues and the first implant was left in. The sales rep reported that when trying to connect the second omnispan meniscal repair 12 degree the device would not connect right. The sales rep stated that when opening up a second meniscal deployment gun the spring is bent and we're unable to use the device. The sales rep reported that the surgeon completed the procedure by moving over and using a third gun with a third needle with no patient consequences but there was a 15 minute delay in the case. The sales rep could not provide any lot numbers for the devices. The devices will be returning for evaluation.